Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted because the device stopped filling. The device is over 20 years old. The patient was implanted with a new 21cm x 12mm cx ipp device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.